Manufacturer narrative:
A titan touch pump, two cylinders and a reservoir were received. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A titan touch pump, two cylinders and a reservoir were received. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Corrected fields: follow-up #002 reported the device was returned for evaluation on (B)(6) 2023; the receipt date is corrected to (B)(6) 2021 as previously reported on the initial report. Follow-up #002 reported in h2, h3, and h6 that the device was evaluated; h2 & h3 are corrected to indicate the device was not evaluated. H6 type of investigation code b01 is removed. H3 other text : mechanical evaluation would not confirm or refute the reported patient complications.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced an infection and perforation. The infection was possibly related to a different type of procedure. The device was explanted and replaced with a malleable prosthesis.